Event description:
It was reported during an ipg replacement, it was found that scar tissue was wrapped around the leads. As such surgical intervention took place wherein both the leads were replaced, and therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.